Event description:
During the supraventricular tachycardia procedure, air was pulled back into the sheath. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal; a tear was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal and subsequent leak is consistent with direct contact between a brk needle/stylet assembly and the seal during insertion. The IFU suggests the following steps as part of the brk needle/stylet assembly insertion process: "separate the sheath and dilator by withdrawing the dilator approximately 5 cm." Also, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the sheath.